Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer originally reported that prior to use on the pt and while testing the device, the knife blade could not be moved and was contained within the jaws. There was no pt involvement. The device was returned to covidien for eval with the knife blade exposed from beyond the jaws.